Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 8.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.